Event description:
The customer reported motor error alarms during the rewind. The customer also stated that the insulin pump was exposed to a magnetic field. Troubleshooting was performed and the insulin pump did not pass the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.